Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the stylet became stuck inside the left ventricular lead lumen. The lead was not implanted and a new lead was placed. No adverse consequences occurred to the patient.